Event description:
It was reported that the patient experienced underdose symptoms (flu like symptoms and metallic taste in mouth). The patient also experienced withdrawal symptoms (lethargy). The symptoms began the next day ((B)(6) 2012), following a refill session. There were no issues with the refill. Patient was seen at the clinic and a dye study was performed with no problem found. The pump logs were also checked for rotor stall. A therapeutic bolus was not given. The patient was still feeling sick two days later. On (B)(6) 2012, the pump was accessed and 40mls was aspirated. The pump was refilled after the medication was removed to determine how patient would do over the weekend. The patient was sent home over the weekend and returned on (B)(6) 2012, for a pump check. The patient's residual volume was consistent with what should have been delivered by the pump. The health care professional noted that "nothing has been heard from patient and that it must have been a catheter issue that was resolved with the rotor study." The device system was used to deliver bupivacaine (marcaine).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Manufacturer narrative:
The previously reported device code (B)(4) no longer applies to this event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported a catheter replacement occurred on (B)(6) 2012 due to a catheter kink. It was further stated the patient would be ok for 3-4 months after replacement. Since 2009, the patient experienced withdrawals and issues until the next revision and replacement. Then the patient would be ok for another 3-4 months and then the issue would repeat. It was unknown what drug the pump was used to deliver at the time of the event. It was stated the pump at onetime was used to deliver morphine (unknown) and bupivacaine (dates were unknown). At some point in 2011, the drug was switched to fentanyl and bupivacaine. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.